Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood clotting was observed. Additionally, 5 retention samples from bd inventory were evaluated for heparin content and the issue of blood clotting was not observed as the anti-coagulant was within specification in all 5 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was clotting. The following information was provided by the initial reporter. The customer stated: "during use of the abg device, a blood clotting issue occurred."